Manufacturer narrative:
It was confirmed that the stylus and cursor did not align on the programmer's display screen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus needs recalibration. The programmer has been returned to service. There was no patient involvement.